Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the surgeon used a syringe of this product from the same lot as a subsequent surgery. In the subsequent procedure, the surgeon noted granules, filaments and bright deposits in the product. The pt was noted to have an increase in intraocular pressure, disproportionate edema and white marks on the cornea. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been two similar complaints reported in the lot number. Additional info has been requested. (B)(4).